Event description:
Follow-up information revealed following an ipg pocket site revision (reference MFR. Report#: 3006705815-2017-00035) on (B)(6) 2017, the patient's pain at the lead site has resolved. No intervention was undertaken on the lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt a ¿snap¿ in her back while making her bed. Due to the pain, the patient went to the emergency room. X-rays did not reveal any anomalies. The patient may undergo surgical intervention to address the issue.